Event description:
It was reported that the patient's left ventricular lead had inappropriate low voltage output resulted in pro arrhythmic which had been deactivated in the past. It was noted that the patient presented in clinic on (B)(6) 2022 for a generator implant procedure, the lead was capped and replaced during the same procedure. The patient was in stable.